Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedance measurements greater than 2000 ohms. Noise was also present which resulted in non-sustained episodes. It was noted that the patient has a history of oversensing. Boston scientific technical services (ts) was contacted regarding this issue and reviewed an electrogram (egm) strip. Ts indicated that the noise on the right ventricular (rv) lead occurred at the same time as the shock and there is a large change in baseline which is indicative of a lead issue. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was in renal failure and needed a catheter placed. During the catheter placement, the physician damaged the lead. Since there was previous noise and continued out of range pacing impedance measurements of greater than 2000 ohms, the physician opted to have the patient undergo a lead replacement procedure. The existing right ventricular (rv) lead was surgically abandoned